Event description:
It was reported that there was a leak from the hole in the filter, around the 24-hour mark of the patient's infusion. No closed system transfer device was used. The duration of the regimen was 48 hours. The drug was primed through gravity. The filters placement during priming was held with the arrow pointing upright. Total volume of the bag was 1,091 ml. The medication was diluent, and it was being added of normal saline (1,058 ml). No patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.